Event description:
A customer reported ¿2105 diluent suction error" on the aia-900 analyzer. The customer tried priming diluent, but issue persists. A technical support specialist instructed the customer to prime the diluent and see if any diluent is flowing into the diluent well. The customer did not observe anything flowing into the diluent well. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the error by reviewing the error log. The fse verified that the line was not kinked. The fse replaced the diluent pump, resolving the issue. The resolution was verified by performing a daily check and quality control without issues. No further action required by field service. The aia-900 analyzer is functioning as expected. A complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6) from install date (B)(6) 2025 through aware date august 20, 2025. There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12: flags and error messages states the following: [2105] diluent suction error cause: the tip did not touch the liquid level during suction of the diluent. A retry will be carried out, and if there is no improvement a ds flag will be attached to the measurement result. Action: if the trouble reoccurs, contact the tosoh local representatives. Check the diluent, the adjustment of the suction position, the liquid level detection sensor s053, the liquid level detection operation, and also the liquid level detection sensitivity. The most probable cause of the reported event was due to a failed diluent pump.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6) which confirmed that there were no nonconformance, failure, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.